Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, it was noted that the right atrial lead had dislodged. The physician elected to explant and replace the lead; the procedure was successful. The patient was in stable condition post surgery.